Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that on (B)(6) 2024, a patient cultured positive with an extended-spectrum beta-lactamase-positive klebsiella pneumoniae in the blood culture one day post-endoscopic retrograde cholangiopancreatography (ercp) using the subject device. On (B)(6) 2024, it turned out that this klebsiella was closely related (0 allele difference) with a klebsiella from a patient who was scanned with the same device on (B)(6) 2024. The patients have no links in the hospital and also came from other regions. The tip of the endoscope was cultured and the customer was waiting for the result. In the meantime, a total of 10 patients have been marked to be contacted for cultures. Microbiologically, the customer have had no previous problem with the device in question. Additional details about the event have been requested; however, no further information is received at this time.

Event description:
It was reported that approximately 6 cm from the tip of the device, there was discoloration and thickening observed. Also, a spot was visible in the tip of the scope (next to the entrance of the channel) as well as black discoloration. It was unclear whether the device was completely intact or damaged. Moreover, the scope was cultured with a solution containing polysorbate 80 (tween80) and a tested positive for a fungus (aspergillus spp) from the biopsy and air/water channel. The contaminated scope remained out of circulation was reportedly viewed as a ¿spy scope¿ by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party culture testing (provided by customer) and the legal manufacturer's final investigation results. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The third-party culture test results provided by the facility revealed that the device tested positive (for an unknown colony-forming units) of aspergillus spp in the biopsy channel and air/water channel. After reviewing the facility¿s reprocessing steps, a deviation from the instructions for use (IFU) manual was identified as follows: 1. Pre-cleaning was not performed properly. No proper flushing of the working channel. 2. Manual cleaning was questionable. Based on the results of the investigation, it was determined that there may be recognition differences in the device handling and the reprocessing steps between olympus¿s recommendations and the subject facility. Deviation from the IFU likely caused insufficient reprocessing. Therefore, it is undeniable that there was a relationship between the subject device and the reported patient infection. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿reprocessing manual: chapter 5. Section 5.5 reprocess the endoscope (and related reprocessing accessories). Manually cleaning the endoscope and accessories¿. This supplemental report includes additional information received from the customer. The information has been added to b5 and b6. Also, an update has been made to d8 from the initial MDR. Olympus will continue to monitor field performance for this device.